Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a framerate error during 2d x-ray production. It was discovered that the interface cable was kinked near the lemo connector. The interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that a framerate error occurred and rebooting the system did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The mvs cable was tested using cable validator nt900. Gbit test failed due to an open connection on line 7 and 8. The cable passed continuity and 100t test. Analysis found that it was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.